Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. A tactile and microscopic inspection of the tip, distal shaft, collar and hypotube revealed a partial separation at the collar. In addition, a misshapen tip was noted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 10-jan-2018. It was reported that the collar was kinked. A guidezilla¿ guide extension catheter was selected for a percutaneous coronary intervention procedure. During introduction, outside the patient's body, it was noted that the collar of the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partial separation at the collar.